Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.16in (1.1 x 30 mm). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.16in (1.1 x 30 mm) experienced foreign matter in or on device cannula/needle/catheter which was noted prior to use. The following information was provided by the initial reporter: material no: 382534, batch no: 9340260. Email from customer: we had something odd happen with one of our instye needles. This was the only one affected that we have found. Sent image shows black specs possibly in the cap of the catheter in the sealed package.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.16in (1.1 x 30 mm) experienced foreign matter in or on device cannula/needle/catheter which was noted prior to use. The following information was provided by the initial reporter: material no: 382534 batch no: 9340260. Email from customer: we had something odd happen with one of our instye needles. This was the only one affected that we have found. Sent image shows black specs possibly in the cap of the catheter in the sealed package.

Manufacturer narrative:
Investigation: bd received an unopened insyte autoguard blood control 20 gauge unit from lot 9340260 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed black specks inside the barrel of the device. The foreign matter was identified as burnt particulate resin from the molding process. Based off the visual inspection the engineer was able to verify the reported defect. The specks were determined to have come from the molding process.